Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of the left common femoral artery was attempted using perclose proglide devices. Reportedly, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted with the same results. A non-abbott device with manual arterial compression was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss/suture retrieval issue was confirmed. In addition, analysis found one posterior cuff tab was broken off. Cuff tabs measure one on-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, the customer returned four unused sterile proglide devices (part#: 12673-03) (two devices from lot# 40721k1, one device from lot# 31214k1, and one device from lot# 40719k1) for evaluation. All four devices were deployed and performed according to specifications. Based on the visual and functional analysis of the returned devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.